Manufacturer narrative:
Reported event of balloon irregular shape. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided balloon catheter was used during an esophageal dilatation performed on (B)(6) 2013. According to the complainant, during the procedure the bottom part of the balloon was inflated properly but the upper part of the balloon was not inflated. The procedure was completed with another cre wireguided balloon catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation was performed and no defects were noted. The catheter shaft was inspected for cosmetic defects and none were found. The balloon was observed to be relaxed, deflated, and was inspected for any damage but none were found although contrast crystals were found inside the balloon. The balloon was inflated to its maximum od (18 mm) using an alliance inflation system and it inflated evenly with no problem. The complaint was not confirmed. However it is possible that the user encountered some inflation issue due to procedural or anatomical factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause for this event is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre wireguided balloon catheter was used during an esophageal dilatation performed on (B)(6) 2013. According to the complainant, during the procedure the bottom part of the balloon was inflated properly but the upper part of the balloon was not inflated. The procedure was completed with another cre wireguided balloon catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.